Event description:
A customer experienced symptoms of severe hypoglycemia including lightheadedness and incoherence. The customer required assistance from their spouse who provided some carbohydrates (peanut butter crackers and milk) to treat the low glucose condition. There was no report of death or permanent impairment associated with the event.

Manufacturer narrative:
Event description: a customer experienced symptoms of severe hypoglycemia including lightheadedness and incoherence. The customer required assistance from their spouse who provided some carbohydrates (peanut butter crackers and milk) to treat the low glucose condition. There was no report of death or permanent impairment associated with the event. Manufacturer narrative: no device issues were reported by the customer. Bigfoot conducted a thorough investigation and there was no indication that the product did not meet specification. Data logs from the patient's unity system were reviewed and showed that the patient's bigfoot unity app was not running at the time of the hypoglycemic event. The system therefore did not issue a low glucose alert during the period while the app was not running, per design. If bigfoot learns of any new information in relation to this case, another investigation will be performed, and a follow-up report will be submitted. All pertinent information available to bigfoot has been submitted.